Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. The photograph was evaluated, and it showed that the blue patient connector was cracked. Based on visual findings from the photograph, the sample was not within internal specification; therefore, the reported defect was confirmed. Although the defect was confirmed through the image provided, the exact root cause could not be conclusively determined. However, the most likely potential root cause is related to machine-based deficiency. Misalignment within the manual and automatic presses, combined with insufficient detection capabilities in the automated vision system, may allow cracked components to be created during assembly and escape detection. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: clinic reported cracked venous patient connector threaded disconnect preventer. This was discovered during the treatment initiation. Blood was returned; treatment resumed with a new set up. No blood loss. Treatment had to be interrupted to set up a new system. Therapy was resumed. No injury reported.